Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted caller in resetting the pump, which resolved the issue. Customer was advised to call back if the malfunction code reappeared and acknowledged the instructions.